Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements. Shock impedance trends over the past year showed a gradual rise in measurements from 80s to 125 ohms. It was noted that an appropriate shock was delivered in august 2023 with a delivered shock impedance of 79 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing the shock impedance alert value to 150 ohms. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements. Shock impedance trends over the past year showed a gradual rise in measurements from 80s to 125 ohms. It was noted that an appropriate shock was delivered in august 2023 with a delivered shock impedance of 79 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing the shock impedance alert value to 150 ohms. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.